Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a serious injury. A batch record review indicates no discrepancies and that the product was made to the correct product specification. Machine logs have been checked and no discrepancies were found. Preventive maintenance (pm) logs have been checked and all pm's were completed. Lot # 7k03795 was sterilized and released on review of results of sterilization. All of the results were within specification and products were released in compliance with standard operating procedure. The production process, in process testing and packaging of products was run in accordance with process instructions for sterile machine doyen 4. The visual inspection was performed in accordance with test methods was completed at the beginning of the order and every hour following until the order was completed. No nonconformity was registered during the manufacturing process of lot 7k03795. This is the only complaint for the affected lot registered. Photographs have been received for this complaint and have been evaluated in accordance with work instructions. The photographs show the patients finger with an infected wound and one of the photographs shows the patient¿s finger after it has been amputated. All batch records show that the product was made to specification and the irradiation certificate shows that the product was irradiated within specification. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported end user's index finger was cut during a manicure. The end user's daughter, a nurse, was handling the wound, in whitlow (whitlow means infection on the side of a nail) with aquacel ag+ extra, initially every three days, then after every four days and to the end, after there was notorious improvement in the condition of the wound (granulation tissue, low exudate), every five days. On the fifth day after the last wound revision they found the wound with fibrin, inflammation, maceration, delay in wound healing, necrosis, bleeding and therefore the patient was taken to the emergency room. (The end user was started on antibiotics zopiclone (dose unknown), cefalexin (500 mg every 6 hours for 5 days) and clindamycin (300mg every 8 hours approximately 15 days prior to going the emergency room.) End user's phalanx was subsequently amputated. It was reported during amputation that osteomyelitis was present and it "seems they also found a "multiresistent" bacteria". Photos depicting the reported complaint issue were provided by the complainant.